Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2022 with blood glucose of 400 mg/dl. The customer's current blood glucose is 379 mg/dl. The customer did experienced the symptoms such as nausea. The customer was treated with insulin drip and syringe. Customer was on auto mode. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that insulin pump was cracked and they received sensor updating error. Troubleshooting was performed. No further patient complications were reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for an alleged cosmetic damage located at the battery compartment, sensor anomaly and visit to emergency room for high bgs found on (B)(6)2021. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08695 inches. However, the pump had a high sleep current measurement. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No unexpected sensor errors or anomalies were noted during testing. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during the testing. No power error, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. However, low battery alert was recorded and found in the formatted history file on: (B)(6) 2021 06:16:00.000 insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2021 06:17:15.000 pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had a high sleep current measurement, problem isolated on the pcba 2. Force sensor zero offset within specification (21.8 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a stained keypad overlay, a pillowing keypad overlay, a scratched case and a cracked case behind the pump near the battery tube compartment. Cosmetic damage was confirmed at the battery compartment. Unable to verify customer alleged for high bgs. Sensor anomaly was not confirmed. Unexpected battery power loss or replace battery alert/replace battery now alarm confirmed. Unexpected battery power loss or replace battery alert/replace battery now alarm, problem isolated on the pcba 2.